Manufacturer narrative:
(B)(4). It was reported that a patient connected themselves and initiated therapy prior to properly priming the patient line. This resulted in the presence of air in the patient line during the initial drain of peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain of peritoneal dialysis therapy on the homechoice machine. The patient was connected to the device at the time of the event. During troubleshooting, it was noted that the patient had connected themselves to the set up and initiated therapy prior to properly priming the patient line. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.